Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 212 mg/dl. The customer stated that he received a button error on his pump when he tried to give himself a bolus. The customer stated that the act button was not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.